Event description:
The customer reported that they needed data regarding a patient's death.

Manufacturer narrative:
(B)(4). The customer reported that they needed data regarding a patient's death. Philips is reporting this as the customer reported a patient's death while a philips device was in use. There has been no allegation or indication of any device malfunction and there is no allegation or indication that use of monitoring is related to the patient death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.